Manufacturer narrative:
Product ID: mrasi0005, sn:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during prostatectomy robotic laparoscopic procedure, after an internal collision of the bipolar maryland foreceps (bmf) (sn: (B)(6)) with another secure cadiere forceps (cf) (sn: (B)(6), the white part of the bmf jaw broke and the blue cable also broke. There was no issues with the cf. The surgeon looked for the white pieces in the abdominal cavity of the patient and did not find any white pieces. The bmf was repalced with a second new bmf (sn: (B)(6)). There was no injury to the patient.